Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for extraction of the right ventricular lead due to infection caused by a diabetic foot ulcer. A transesophageal echocardiogram was performed, and vegetations were observed on the aortic valve. Due to the extent of the damage the lead extraction was postponed until the valve and potentially other heart structures were repaired. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
New information received indicating that the patient presented for procedure and the system was explanted.